Event description:
The customer reported when the magnet pull cord is detached from the alarm, the alarm does not sound. The customer replaced the batteries with new ones and the magnet pull cord fits snug on the alarm. There was no visible damage to the alarm. There was no pt contact.

Manufacturer narrative:
(B)(4): alarm, failure to. The product has been requested to be returned but has not been received. (B)(4).